Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and intermittent loss of capture. Technical services (ts) discussed how to reprogram trend. The plan was to increase thresholds. Additional information is being requested from the field. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.